Event description:
Prior to a surgical procedure, while positioning the table and locking it to the floor, the back section raised to its full up limit without being activated via the hand control. No injury was reported.

Manufacturer narrative:
The table was evaluated by a berchtold field service representative on (B)(4) 2012 at the location where the incident occurred. All the table functions operated as expected without problems, and the reported problem could not be duplicated. The table was returned for use.